Event description:
The following was reported to davol: (B)(6) 2014 - the patient underwent ventral hernia repair with the implant of an unknown mesh with no complications. (B)(6) 2015 - the patient experienced weight gain and the mesh "let go". (B)(6) 2015 - the patient began with a bariatric clinic for weigh reduction. (B)(6) 2017 - the patient underwent open gastric sleeve procedure with component separation and placement of bard ventralight st mesh. The site was closed with staples. (B)(6) 2017 - the staples were removed and within hours the wound dehisced. As reported the patient had five fistula with two healing and three others taking longer to heal. (B)(6) 2019 and (B)(6) 2019 a seroma was identified near the mesh with no sign of infection. As reported the patient had complications related to the treatment of the seroma. (B)(6) 2019 the patient underwent removal of her bellybutton. After the procedure a honeycomb cluster of infection was identified. (B)(6) 2019 the patient became septic. (B)(6) 2019 the patient underwent surgical treatment to address the infection. As reported the ventralight st mesh was not identified to be infected and was left in vivo. The wound was left open and the patient is currently undergoing wound vac treatment with antibiotics. The contact indicated "they would prefer not to remove the ventralight st mesh as surgery would be very invasive." The plastic surgeon expressed that mesh could communicate with the infection. Addendum: (B)(6) 2019 wound vac removed. (B)(6) 2019 the patient underwent wound debridement due to re-infection. The patient was discharged and prescribed oral antibiotics. The contact states "infectious diseases feels it's the mesh."

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. As reported the patient underwent a complex surgery and mesh was placed at that time. Postoperatively the patient developed multiple adverse outcomes and subsequently underwent an additional procedure to address an infection. As reported during this procedure the ventralight st mesh was not identified as being infected and was left in vivo. The issues that presented postoperatively are known inherent risks of surgery. Additionally obesity can be an impediment to wound healing and risk factors would include, seromas, infections, and wound dehiscence. At this time, no definitive conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Infection, fistula, seroma are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information provided. The information provided indicates the patient's complications with wound healing and infection continue. She is currently being treated by her physician. This additional information does not change the initial determination. No conclusion can be made. Updated fields: b4, b5, g4, g7, h2, h10. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. As reported the patient underwent a complex surgery and mesh was placed at that time. Postoperatively the patient developed multiple adverse outcomes and subsequently underwent an additional procedure to address an infection. As reported during this procedure the ventralight st mesh was not identified as being infected and was left in vivo. The issues that presented postoperatively are known inherent risks of surgery. Additionally obesity can be an impediment to wound healing and risk factors would include, seromas, infections, and wound dehiscence. At this time, no definitive conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Infection, fistula, seroma are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported to davol: (B)(6) 2014 - the patient underwent ventral hernia repair with the implant of an unknown mesh with no complications. On (B)(6) 2015 - the patient experienced weight gain and the mesh "let go". On (B)(6) 2015 - the patient began with a bariatric clinic for weight reduction. On (B)(6) 2017 - the patient underwent open gastric sleeve procedure with component separation and placement of bard ventralight st mesh. The site was closed with staples. On (B)(6) 2017 - the staples were removed and within hours the wound dehisced. As reported the patient had five fistula with two healing and three others taking longer to heal. On (B)(6) 2019 and (B)(6) 2019 - a seroma was identified near the mesh with no sign of infection. As reported the patient had complications related to the treatment of the seroma. On (B)(6) 2019 - the patient underwent removal of her bellybutton. After the procedure a honeycomb cluster of infection was identified. On (B)(6) 2019 - the patient became septic. On (B)(6) 2019 - the patient underwent surgical treatment to address the infection. As reported the ventralight st mesh was not identified to be infected and was left in vivo. The wound was left open and the patient is currently undergoing wound vac treatment with antibiotics. The contact indicated "they would prefer not to remove the ventralight st mesh as surgery would be very invasive." The plastic surgeon expressed that mesh could communicate with the infection.